Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), device related risks include "potential for reintervention". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, this patient underwent an emergent endovascular treatment for imminent rupture of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A 23mm×14.5mm×1cm trunk - ipsilateral leg endoprosthesis was implanted on the right side, and a 18mm×9.5cm contralateral leg endoprosthesis was implanted on the left side of the patient. The patient tolerated the procedure. On (B)(6) 2023, an emergent reintervention was performed for a rupture of the treated abdominal aortic aneurysm due to a proximal type I endoleak. Two aortic extender endoprosthesis were added proximally, and the endoleak was resolved. Although no distal type I endoleaks were present on both sides of the patients, contralateral leg endoprosthesis were added distally on both sides to prevent future distal type I endoleaks. The patient tolerated the procedure.